Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for evaluation.

Event description:
A site representative, purchasing, reported an articulating arm that would not tighten down properly at the middle joint, and is stripped. There was no patient present.